Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's blood glucose level was 200 mg/dl and the customer's sensor read 53, which caused the customer's insulin pump to go into threshold suspend. The customer's mother was advised to wait then calibrate the sensor. The product is not being returned. Nothing further was reported.